Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source power switch intermittently got stuck. The issue was found after a diagnostic procedure upon completion of procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.